Event description:
An attorney has called mitek on behalf of her client. Her client, is a patient that has a rotator cuff repair allegdly involving a mitek cufftach anchor. This repair failed and the surgeon had to perform a re-operation to remove what was discovered to be broken pieces of the alleged failed device from the patient product.